Event description:
It was reported that during central processing, the plastic material at the head level of the fenestrated bipolar forceps instrument was defective with a sign of melted/thermal damage. The procedure was completed with reported injury. An intuitive surgical, inc (isi) has followed up with the initial reporter and obtained the following on 9- september-2022: the customer reported issue was noticed during the central processing, not during a procedure.

Manufacturer narrative:
Isi has requested the fenestrated bipolar forceps instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument logs for the fenestrated bipolar forceps (part number 471205-17/ lot number k132203140357) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). The alleged instrument had 10 uses remaining after this last usage. This complaint is a reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary failure of bipolar yaw pulley thermal damage with an exposed electrode to be related to the customer reported complaint. The fbf instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips with an exposed electrode. The fbf instrument also passed the electrical continuity test. No damage to the conductor wire was observed. The probable root cause of thermal damage is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.